Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4)/ the investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: issue: plastic portion that remains in the vein is frying. Split down the middle and opened. Patient injury no.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination, it was observed that the cannula pierced through the capillary. It was also noted that blood was observed on the capillary. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation of the provided photo, blood was observed on the capillary, indicating the capillary had been used. This can conclude that the product was not pierced during the manufacturing process or else it could not be used by the user. This reported defect is due to an application error/incorrect handling. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.